Manufacturer narrative:
The device was received with the cannula assembly deployed. No issues were found with the needle mechanism that would result in the needle deploying early. Although no issues were observed with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported event of the needle deploying early could not be determined.

Manufacturer narrative:
The device has been received and is pending an investigation.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The pod was worn between 1 and 4 hours.